Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level as a result of this issue. Customer received assistance from technical support, who provided information for conducting a pump reset. After following the instructions and resetting the pump, the error did not reappear, and the caller was able to successfully start their sensor session.